Event description:
It was reported that during a percutaneous coronary intervention (pci), a physician encountered tip detachment while using an imaging catheter. The lesion being treated was 100% stenosed without calcification in an average tortuous area of the mid left anterior descending (lad) artery. A guidewire and guidecatheter were used to access the area via radial approach. Pre-dilation of the lesion was performed multiple times with a balloon catheter. An intravascular ultrasound (ivus) imaging catheter was used to evaluate the pre-dilated area without any difficulties. After diagnosis and uneventful retrieval of the ivus catheter from the lesion, physician confirmed through angiography that approximately 2cm of the distal tip had remained in the lad proximal. Physician attempted to withdraw the distal tip with a snare device, but the retrieval attempt was unsuccessful. Therefore, physician inflated the balloon catheter next to the detached tip to hold the tip and was able to insert the detached tip into the guidecatheter's body; allowing successful retrieval.

Manufacturer narrative:
Additional manufacturer narrative: physician confirmed that during manipulation of the balloon catheter during retrieval attempt, a dissection had occurred in lad proximal to distal. The physician believes "dissection occurred with balloon catheter but how and the reason is unknown". The physician did not feel dissection needed treatment at the time. The patient was reported in good condition and released the same day. Additional pci and treatment of the dissection has been scheduled at a later date.